Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 112 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with no act and up button response due to corroded keypad traces. Insulin pump was unable to verify for low reservoir or low battery alarm due to no act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads.